Event description:
Additional information was recevied on (B)(6) 2024: the procedure performed was an arterial angiography procedure, using a 6fr sheath. The user had difficulty inserting the locator into the hub. The user was not successfully inserting and locking the locator in the hub. No information regarding the locator separation after mating or if it was loose.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to add additional information to section b5, to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and packaging. The sheath was confirmed to have been manufactured in terumo puerto rico and cap was confirmed to have been manufactured in tmc elkton. The device was visually inspected and found to have been in used condition. Upon visual and microscopic inspection, the mating features of the locator were found to be deformed. The mating area on the cap was found to have no damage. Upon visual inspection however, the parting line geometry in the thru hole was slightly different from previously manufactured caps from a different vendor. Due to plastic deformation on both parts as function of use, no dimensional measurements were able to be accurately taken. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times and the locator sheath connection was found to be loose. Component connection appeared to have been impaired as component separation was able to be achieved with minimal force. Since the connection between the sheath and locator was found to have been impaired, the complaint was able to be confirmed for a connection issue. The molded puncture locator drawings for 6fr and 8fr along with the hemostasis cap drawings were reviewed. Since the molded puncture locator drawings for the features used for connection are the same for both sizes, the tolerance analysis was done to the 8fr drawing. Molded puncture locator drawing, and the hemostasis cap drawing, were used to perform the tolerance analysis on the features related to the connection between the two components. It was found that the snap interference goes to zero at the least material condition and has a very large interference of 0.010" at the maximum material condition. At the minimum material condition there would be a slip fit and at the maximum material condition the part connection can be impaired. The tmc molding process for the cap removed the high degree of core shift which resulted in a component with a more concentric edge at the parting line. It also seems that due to the new tooling at the edge of the offset was sharper, and that could lead to connection issues. The failure was attempted to be recreated with unused product and similar connection issue and locator mating feature geometry was confirmed under microscope. The complaint was able to be confirmed for a sheath and locator connection issue with likely root cause stemming from the manufacturing process. CAPA investigations have been opened to further investigate the issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the involved angio-seal sheath and dilator would not click in place. Patient is in stable condition. No blood loss reported. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information (B)(6) 2023: hemostasis was achieved by manual compression.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.